Manufacturer narrative:
E1: initial reporter addr 1 - (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 08-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system bio ID was failed. A field service engineer had requested the customer to check if the biometric identifier issue could be resolved. The issue was discussed with the customer, and a proper resolution was communicated. The customer later reported that the issue had been resolved.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system, the biometric identifier was failed and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.